Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a guidewire through an introducer needle was confirmed. One guidewire and introducer needle were returned for evaluation. The guidewire was returned extending through the needle. Blood residue was present within the device and guidewire surface. The distal end of the guidewire was observed to be frayed with an elongated coil wire. Microscopic observation of the needle bevel revealed material deformation consistent with damage caused by retraction of the guidewire against the bevel. An attempt to advance the guidewire through the needle was unsuccessful. Pliers were used in an attempt to remove the guidewire from the distal end. The guidewire was able to pass through the needle; however, resistance was experienced due to the dried blood residue within the needle. The outer diameter of the guidewire was measured at the distal end and at the region proximal to the introducer needle hub. The outer diameter was found to be within manufacturing specification. Based on the deformation present on the needle bevel, retraction of the guidewire likely contributed to the report event. The product IFU states: "if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." A lot history review (lhr) of redz3529 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the intensive care dept informed us that they had encountered a problem on (B)(6) 2020 with a midline. During the installation of this one, the guide remained blocked in the needle. The ide had to remove the needle in an attempt to remove the guide, but the guide got stuck in the needle. Another set therefore had to be used for the midline installation. The service has returned the offending device to us which is available if you wish to retrieve it (traces of blood remain on the device). (B)(6) 2021 - the returned guidewire was found to be frayed and elongated.